Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump was not delivering insulin. Ast the time of reporting his blood glucose was 229 mg/dl. He had recently been hospitalized for high blood glucose level (1100 mg/dl at the time of admission). He was told to revert to his backup plan. The insulin pump was returned. No additional info was reported.